Event description:
It was reported to philips that the battery ((B)(4)) for the device would not hold a charge. It was noted that the battery would be fully charged when initially plugged into the unit but then show no charge shortly after. There was no reported patient involvement.